Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was cracked. No patient contact was reported. No further information was provided. 4 MDR¿s will be reported, one for each suspect product. This is MDR 4 out of 4.

Manufacturer narrative:
The product was discarded by the customer. Therefore, the complaint could not be verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.